Manufacturer narrative:
(B)(4). Additional information: the analysis results found that a d12lt device was returned with the obturator's cap separated and due to this condition all the internal components were out of their intended position; the parts from the obturator were received inside a bag along with the instrument. In addition, the cap from the obturator was noted to be cracked. Due to the returned condition of the device, no further testing could be performed to evaluate the reported incident. A possible cause for the damaged observed at the obturator is an excessive force applied over the device.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that before a cholecystectomy procedure, the new device is disarmed in the surgeon's hands before inserting into the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.